Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was making a loud high pitched noise and would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board ram components u100 and u101. The ram had an intermittent bga connection, which was discovered through a failure to program a specific location. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor. The patient received a replacement monitor.